Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on on (B)(6) 2001 per billing records, the patient underwent mammogram, left examination. On (B)(6) 2010: the patient presented with breast cancer. She had been following up for a right breast lesion. This was biopsied with ultrasound guidance and revealed a tubular carcinoma. A right-sided, modified, radical mastectomy was advocated. She underwent right modified radical mastectomy. The patient tolerated the procedures well. On (B)(6) 2010: the patient presented with ER/pr positive breast carcinoma. Impression: ER/pr positive, her-2 negative, right-sided breast carcinoma, t1b n0 m0, stage I; gastroesophageal reflux disease; hyperthyroidism; hypertension. On (B)(6) 2010: the patient presented with t1b n0 m0, stage I tubular carcinoma of the breast. Review of systems revealed fatigue, weakness, lack of energy, muscle aches and pains everywhere. She had pain at the right mastectomy site. Impression: t1b n0 m0, ER/pr positive, her-2 negative right-sided breast carcinome; gastroesophageal reflux disease; hyperthyroidism; hypertension; anemia of unclear etiology; multiple other medical issues. On (B)(6) 2010: the patient presented with t1b n0 m0, ER/pr positive, her-2 negative right-sided breast carcinoma. Review of systems revealed mild fatigue and weakness. She had pain at the right mastectomy site. Impression: t1b n0 m0, ER/pr positive, her-2 negative right-sided breast carcinome; gastroesophageal reflux disease; hyperthyroidism; hypertension. On (B)(6) 2011: the patient presented for follow-up visit with t1 breast cancer, ER/pr positive. Assessment: very pleasant patient with breast cancer. On (B)(6) 2011: the patient presented for follow-up visit with the diagnosis of breast cancer. Assessment: pleasant lady with t1, n0 breast cancer, ER/pr positive, her/2 negative. On (B)(6) 2012: the patient presented for follow-up visit with breast cancer. Assessment: breast cancer . On (B)(6) 2013: the patient presented for follow-up visit with breast cancer. Assessment: breast cancer and anemia. On (B)(6) 2013: the patient presented for diagnosis of breast cancer. Assessment: diagnosed for breast cancer. She also had panhypogamm aglobulinemia. On 2013: the patient presented for a follow-up visit with t1, ER-positive, her/2-negative breast cancer. Assessment: breast cancer. On (B)(6) 2014: the patient presented for a follow-up visit with breast cancer. On (B)(6) 2015: the patient underwent oblique craniocaudal examination due to screening. Impression: benign. There is no mammographic evidence of malignancy.

Manufacturer narrative:
(B)(4).

Event description:
Surgical approach used: transforminal lumbar interbody fusion w/ infuse and posterolateral fusion w/o infuse apart from rhbmp-2, patient was implanted with geo cage. Patient reported that small disk herniation l4-5 with low back pain, segmental instability l4-5, and lumbar spondylosis with pain led to her rh-bmp2 treatment. 2003: patient was treated for bulging disc. 2003: patient was treated for back pain. Post-op rhbmp-2 treatment, patient alleged injuries including, but are not limited to neuropathy in her left leg, gastrointestinal problems, cauda equina syndrome, localized edema, sciatic nerve pain, extreme pain including radiating pain in her legs and constant back pain, trouble getting up and down and bending. Patient alleged having pain more often than before she had rhbmp-2 surgery. Patient was also diagnosed with breast cancer after the implantation of rhbmp-2. All of these issues has caused her severe depression.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2009, the patient presented for follow-up and laboratory reports. On (B)(6) 2009, the patient presented with swelling leg. On (B)(6) 2009 patient underwent biliary tech-hida with stimulation due to abdomen pain. Impression: no evidence for acute cholecystitis or complete biliary obstruction. Borderline abnormal gallbladder ejection fraction with pain and nausea during cck infusion, could represent an element of gallbladder dysfunction and chronic cholecystitis. The patient underwent x-ray of lumbosacral spine. Impression: l4-l5 fusion without complicating features. On (B)(6) 2009 the patient presented for post-op visit. Impression : l4-l5 fusion without complicating features. The patient underwent x-ray of lumbosacral spine.impression: l4-l5 fusion without complicating features. On (B)(6) 2009, the patient presented with back pain and requested for medicine refill. On (B)(6) 2009 patient underwent thyroid uptake/scan due to hyperthyroidism, 2 nodule. Impression: 4 and 25 hours uptake values were 5.2 and 17.7% respectively both within the normal range but within the lower level of normal; negative thyroid scanning with no focal uptake abnormalities are normal in size. The patient underwent MRI of lumbar spine with/without contrast. Impression: postsurgical changes at l4-l5 with left sided pedicular screw and rod as well as bone cage at the disc level. There was some enhancing tissue at the left-sided neural foramen but no significant central canal or neural foraminal narrowing on the right. On (B)(6) 2010, the patient presented for follow-up and report evaluation . On (B)(6) 2010, the patient presented with back pain and requested for medicine refill. On (B)(6) 2010, the patient presented with flu symptoms. On (B)(6) 2010, the patient presented with mva shoulder and back pain. On (B)(6) 2010, the patient presented with chest pain. Impression: no active chest disease. The lungs are clear. On (B)(6) 2010, the patient presented for follow-up. On (B)(6) 2010, the patient presented for office visit/crud. On (B)(6) 2011, the patient presented with lipid panel report , cmp. On (B)(6) 2011, the patient presented with depression (B)(6) 2011, the patient presented with right arm pain. On (B)(6) 2011, (B)(6) 2012, the patient presented for laboratory examination. On (B)(6) 2011, (B)(6) 2012 , the patient presented with cough and loss of voice, back pain. Impression ((B)(6) 2012): negative thoracic spine series. No fracture seen. Impression ( (B)(6) 2011): no active chest disease. The lungs are clear. On (B)(6) 2012 the patient underwent x-ray of dorsal spine .impression :negative thoracic spine series. No fracture. On (B)(6) 2012, the patient presented for medicine refill. On (B)(6) 2012, the patient presented with injury due to falling. On (B)(6) 2013: the patient presented for follow-up visit with breast cancer. Assessment: breast cancer and anemia. On (B)(6) 2013, the patient presented for treatment of sinus/throat. The patient underwent cbc with differential. On (B)(6) 2013, the patient presented for pain contract underwent lumbosacral spine x-ray . Impression : no fracture or bone destructive process. Mild multilevel lumbar spondylosis as noted. Postsurgical change as noted, without radiographic evidence of complication (B)(6) 2014, the patient presented with flu symptoms. Impression: no active chest disease. On (B)(6) 2013, (B)(6) 2014, the patient presented with chief complaint of migraine. Impression : postsurgical changes at l4-l5 with left-sided pedicular screw and rod as well as bone cage at the disc level. There is some enhancing tissue at the left-sided neural foramen but no significant central canal or neural foraminal narrowing on the right done physical therapy. Home exercising, including walking (B)(6) 2014, the patient presented for lipid panel test , tsh . On (B)(6) 2014, the patient presented for follow up. She underwent physical examination . On (B)(6) 2015, the patient presented for culture test lab report . On (B)(6) 2015, the patient presented for medicine refill.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 patient underwent CT of lumbar spine status post spine lumbar fusion. Impression: adequate placement of a left l4 and l5 pedicle screw placement with a bone cage at the l4-5 level. On (B)(6) 2003 patient underwent MRI of lumbar spine with and without contrast due to low back pain and status post surgery 8 weeks ago. Opinion: post surgical changes at the l4-l5 level. No significant disc bulge or protrusion is seen at this level. The left neural foramen at l4-l5 cannot be evaluated due to artifact from the pedicle screw and spinal cage. On (B)(6) 2005 patient underwent CT of head without contrast due to nausea, headache and increased back pain. Impression: 1. Computerized tomography head without contrast within normal limits. 2. Left maxillary sinus and ethmoid air cell disease. On (B)(6) 2006 patient underwent mammo screening as patient denied breast lump. Impression: 1. Birads 0, incomplete evaluation. Right breast ultrasound is recommended for nodular density upper outer quadrant. Problem-solving views of the left breast for calcifications are needed. The breast care center will contact the patient for follow-up. On (B)(6) 2006 patient underwent breast mammogram right. The patient also underwent digital mammo left. Impression: 1. Findings in the right breast by ultrasound are benign with a benign cyst. 2. Findings in the left breast are birads IV-suspicious with two areas of microcalcification which have developed since (B)(6) 2001 and biopsy is felt indicated. On (B)(6) 2008 patient underwent digital mammogram screening. Impression: 1. Benign calcifications bilaterally with benign lymph node right breast. 2. Area of some questioned architectural variation left upper-outer breast as an interval change. Spot compression views recommend to further evaluate. 3. The breast care center will contact patient for follow-up. 4. Bi-rads category 0. On (B)(6) 2008 patient underwent digital mammogram diagnostic left due to interval change in screening mammogram. Impression: bi-rads 2, benign findings, no radiographic evidence of malignancy left breast. Annual digital mammography is recommended for follow-up. On (B)(6) 2009 patient underwent digital mammogram screening. Impression: 1. Bi-rads 0 incomplete need additional imaging evaluation. 2. The breast center will contact the patient for follow up. On (B)(6) 2009 patient underwent digital mammogram diagnostic left due to abdomen mammo/arch distortion. Impression: bi-rads 2, benign findings left breast, no evidence of malignancy. On (B)(6) 2009 patient underwent x-ray for chest due to chest pain. Impression: no acute pathology is noted on the chest exam. No change from (B)(6) 2009. Patient also underwent ultrasound for gallbladder due to abdomen pain. Impression: normal gallbladder ultrasound. On (B)(6) 2009 patient underwent biliary tech-hida with stimulation due to abdomen pain. Impression: no evidence for acute cholecystitis or complete biliary obstruction. Borderline abnormal gallbladder ejection fraction with pain and nausea during cck infusion, could represent an element of gallbladder dysfunction and chronic cholecystitis. On (B)(6) 2009 patient CT of lumbar spine without contrast due to low back pain. Impression: 1. Intact intervertebral and left posterior unilateral surgical fusion at l4-l5 in anatomic alignment. 2. No lucency to suggest loosening. 3. No fracture, subluxation or destructive bone lesion. 4. No osseous lumbar canal or foraminal stenosis. On (B)(6) 2009 patient underwent thyroid uptake/scan due to hyperthyroidism, 2 nodule. Impression: 1. 4 and 25 hours uptake values w ere 5.2 and 17.7% respectively both within the normal range but within the lower level of normal. 2. Negative thyroid scanning with no focal uptake abnormalities are normal in size. On (B)(6) 2009 patient underwent right shoulder x-ray due to pain. Impression: negative shoulder. Patient also underwent x-ray for ap, lateral, bilateral oblique lumbar spine due to back pain. Impression: 1. Stable post operative fusion of l4-l5. 2. Stable mild grade 1 retrolisthesis l5 on s1. On (B)(6) 2010 patient underwent CT for thoracic spine with 3d recon if indicated due to mva. Impression: no acute thoracic spine fracture or subluxation. Very mild thoracic spondylosis. Patient also underwent CT for cervical spine with 3d recon if indicated. Impression: 1. No acute fracture or subluxation demonstrated. 2. Mild-moderate multilevel spondylosis in the mid and lower cervical spine. Patient also underwent CT for lumbar spine without contrast with 3d recon if indicated. Impression: 1. No acute fracture or dislocation within the lumbar spine. 2. Posterior fusion l4-l5. Patient also underwent CT for chest due to trauma. Impression: 1. No acute intrathoracic pathology or evidence of significant chest trauma. Patient also underwent x-ray for left hip due to trauma. Impression: two views left hip presented for interpretation. No fracture-dislocation. Both hip joints, sacroiliac joints, and pubic census intact. Sacrum intact. There is left pedicle screw-plate fusion l4-l5 with metallic spacing device in place without apparent complica tion or loosening. On (B)(6) 2010 patient presented for screening and underwent digital mammo screening. Impression: bi-rads 0, incomplete evaluation right breast. Problem solving views and ultrasound are needed for additional evaluation. On (B)(6) 2010 patient presented with right breast nodule with calcifications and underwent digital mammo right. Impression: 1. Birads 4: suspicious. Ultrasound-guided right breast biopsy recommended. Patient also underwent breast mammo right. Impression: 1. Birads 4: suspicious. Ultrasound-guided right breast biopsy recommended. On (B)(6) 2010 patient presented with right breast nodule and underwent ultrasound guided bx (suros). Impression: successful ultrasound guided biopsy right breast nodule with successful clip deployment. On (B)(6) 2010 patient underwent bone density-dexa scan due breast cancer. Impression: 1. Lumbar spine normal; 2. Hip normal. On (B)(6) 2011 patient presented with flank pain and underwent CT of abdomen and pelvis without contrast for renal stone evaluation. Impression: 1. No renal stones, ureteral stones, or hydronephrosis. 2. Enlarged fatty liver. 3. Diverticulosis. Patient also underwent x-ray for chest due to chest pain. Impression: 1. Slightly decreased lung volumes in comparison with the prior examination. The heart is upper limits normal in size. No acute pleural or pulmonary pathology is demonstrated. On (B)(6) 2011 patient presented with right shoulder pain and underwent MRI of joint upper ext without contrast, right. Impression: extensive full thickness tears of the supraspinatus tendon with several cm tendon retractions. No muscle atrophy. Mild fluid in the subacromial/subdeltoid bursa. Mild arthritic changes of the ac joint with broad based subacromial spur. On (B)(6) 2011 patientunderwent CT scan of head without contrast due to head injury. Impression: no acute intracranial abnormality. Patient underwent x-ray for right shoulder as patient fell. Impression: ac joint separation with possible distal evulsion fracture of the clavicle. On (B)(6) 2011 patient presented with the history of right breast cancer status post right mastectomy and underwent digital mammogram diagnostic left. Impression: bi-rads category 2 benign findings. Stable mammogram. (B)(6) 2012 the patient presented with the history of right breast cancer status post mastectomy 2010. Patient was status post excisional breast biopsy of the left breast and prior stereotactic biopsy of the left breast and underwent digital mammogram diagnostic left. Impression: bi-rads category 2 benign findings. Benign calcifications and post biopsy changes left breast are benign and stable. (B)(6) 2013 the patient presented with status post menopausal and underwent xr, bone density study. Impression: normal bone density study. (B)(6) 2013 the patient underwent nuc med, pet base skull/thigh ps due to breast cancer. Impression: no hyper metabolic lesions to suggest active neoplastic process or metastatic disease. (B)(6) 2014 the patient underwent xr, digital mammo, screening left. Impression: benign. There is no mammographic evidence of malignancy. (B)(6) 2014 the patient underwent x-rays of the cervical spine due to trauma. Impression: 1. No evidence of an acute injury to the cervical spine radiographically. 2. Biomechanical degenerative changes of the cervical spine. The patient underwent x-ray of the hip due to trauma. Findings: appearance of the pelvis is intact and unchanged compared to the previous exam. No occult fracture or dislocation is observed. Both sacroiliac and hip joints are symmetric. Also the patient underwent x-ray of the forearm due to trauma. Impression: no acute left forearm injury is seen radiographically. The patient presented for x-ray of the left hand due to trauma. Impression: no radiographic evidence for an acute left hand injury. Also the patient presented for x-rays of the chest due to chest pain. Impression: no evidence of an acute cardiopulmonary process.

Manufacturer narrative:
Additional info : image review (B)(6) 2009 lumbar CT axial views show lumbar construct at l4/5. Left sided pedicle screws are seen at l4 and l5 with metallic cage within the disc space placed from the left side. The screws are connected through a slotted plate. Heterotopic bone is observed behind the cage within the insertion track of the cage. The l5 root appears unaffected on the left. The l4 root cannot be clearly delineated and could be laterally displaced within its foramen by heterotopic bone. There appears to be solid bridging bone between the l4 and l5 bodies through the spacer. (B)(6) 2009 lumbar MRI axial and sagittal t1 and t2 views are provided. Fusion construct at l4/5 is again noted. The foramen and central canal appear to be open without sign of nerve compression at any level. (B)(6) 2010 cervical CT axial views show c4/5 and c5/6 onco vertebral joint arthritis with some degree of bilateral foraminal narrowing at these levels. Cord compression cannot be seen in these non-contrasted images. Sagittal reconstructions show degenerative segments involving both facets and discs at c4, c5 and c6. Lumbar CT axial views show lumbar construct at l4/5. Left sided pedicle screws are seen at l4 and l5 with metallic cage within the disc space placed from the left side. The screws are connected through a slotted plate. Heterotopic bone is observed behind the cage within the insertion track of the cage. The l5 root appears unaffected on the left. The l4 root cannot be clearly delineated and could be laterally displaced within its foramen by heterotopic bone. There appears to be solid bridging bone between the l4 and l5 bodies through the spacer. Thoracic CT axial views are provided from c6 to l1. Anterolateral degenerative changes are seen on the right starting at t6 and extending to the thoracolumbar junction. No signs of disc herniation, fracture are noted. Mild costo vertebral joint arthritis is appreciated in the areas of anterolateral osteophytes (t6-l1). No signs of fracture, tumor or subluxation is noted. (B)(6) 2013 pet scan whole body no tumors or fractures are seen in the region of the spinal anatomy.

Event description:
It was reported that on, (B)(6) 2001: patient underwent for left mammogram test. Impression: suspicious microcalcification medial upper left breast. No associated mass can be identified. The calcifications do represent a cluster of small calcifications and are suspicious. On (B)(6) 2005: patient presented with chief complaint of congestion. On (B)(6) 2006: patient underwent mammo screening. Impression: right breast ultrasound is recommended for nodular density upper outer quadrant. Problem-solving views of the left breast for calcifications are needed. On (B)(6) 2006: patient underwent right breast ultrasound. Impression: findings in the right breast by ultrasound are benign with a benign cyst; findings in the left breast are birads IV-suspicious with two areas, of microcalcification which have developed since (B)(6) 2001 and biopsy is felt indicated (B)(6) 2008: patient underwent CT, lumbar spine. Impression: adequate placement of a left l4 and l5 pedicle screw placement with a bone cage at the l4-5 level. On (B)(6) 2008: patient presented with chief complaint of allergic reactions due to coconut. On (B)(6) 2008: patient presented with chief complaint of back pain. On (B)(6) 2010: patient received findings in the core needle biopsy from the right breast nodule discovered. Diagnosis: breast, nodule at 10 o¿clock, core needle biopsy. Tubular carcinoma. On (B)(6) 2011: patient presented with crying spells, anxiety. Diagnosis: acute stress reaction, history of depression, cancer, breast. On (B)(6) 2011: patient presented for an office visit due to complaint of foreign body, eye. Diagnosis: cornea abrasion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient underwent MRI of lumbar spine which shows diminished disk signal l4-5 while other disks have good signal; small diffuse posterior disk herniation l4-5; no significant canal or foraminal involvement. On (B)(6) 2003 the patient presented with low back pain. The patient underwent x-ray of lumbar spine ap, lateral and flexion extension which shows mild slip (3-4mm) and angulation l4-5 suggesting early instability. Diagnosis: low back pain, lumbar spondylosis, small disk herniation, segmental instability l4-5. On (B)(6) 2003 the patient underwent x-ray of lumbar spine ap lateral and spot lateral views due to low back pain. Impression: slight joint space narrowing l4 -5 interspace, examination was otherwise unremarkable. On (B)(6) 2003 the patient underwent x-ray of lumbar spine flexion extension and lateral views due to low back pain. Impression: slight compression of the interspace anteriorly with concomitant widening posteriorly as noted on the flexion view, this was not apparent on the extension view. On (B)(6) 2003 presented with complaints of low back and left leg pain. On (B)(6) 2003 the patient presented with pain in the left low back, posterior-lateral hip and lateral thigh. Musculoskeletal review indicated alignment of spine was normal. Lumbar flexion and extension were decreased with pain. Straight leg raising was positive on the left at 30 degrees with back and leg pain. She had normal motor strength in legs. On (B)(6) 2003 the patient presented with the following pre-op diagnosis: small disk herniation l4-5 with chronic low back pain. Segmental instability l4-5. Lumbar spondylosis. The patient underwent the following operation: transforaminal decompression and micro diskectomy l4-5 left. Interbody fusion l4-5 (with bmp-2 and healos). Interbody cage l4-5 (using 9 x 1 1 x 2 1 millimeter geo cage). For non-segmental fixation l4 - 5 left using pedicle screws and plate. Posterolateral fusion l4-5 on the left (using healos). Aspiration of posterior iliac bone marrow. Per op notes, initially, aspirated bone marrow from left posterior iliac crest with three passes obtaining approximately 4 cc each. This was placed directly onto the healos material including a 5 cc strip and six small 1 cc pieces to be used in the fusion. Then the dorsal aspect of the transverse process of l4-5 on the left and the neural foramen and the area of the facet joint were exposed to a limited extent and confirmed this localization with fluoroscopic image again. The disk space was then exposed and then incised into the disk space, removing a rectangular portion of annulus and then continuing the very extensive removal of disk material. Then used small osteotomes to chip away at the bone cleaning off end plate and getting good bone exposed on the top and bottom of the interspace. Once that was done, the previously prepared bmp-2 solution on collagen sponges were cut into small strips rolled up carefully and packed them into a geo cage. The distances of l1 interspace were measured and selected a 9 x 11 x 21 millimeter geo cage. This was impact with the bmp-2 soaked collage sponges and then the cage was driven in place securely with fluoroscopic guidance assisting us. Lateral oblique position and final x-ray appearance looked quite good. Then 5.5 millimeter tap screw and then placed the screws. The screws were 6.5 millimeter in diameter at l5 with a 45 millimeter length, a 5.5 millimeter diameter, 45 millimeter length screw was used in the l4 pedicle. L4 pedicle was much more difficult to tap, obviously smaller, difficult contour, but certainly adequately space seemingly tapped down through this and placed the screw and everything seemed to go quite well with good firm setup. Then plate was brought in place and placed over the posterior bolt portion of these screws and then locking nuts were brought in, tightened down, and finally tightly secured to a torque of over a little 120 inch mounts. The final fluoroscopic image then showed excellent position of the cage and of the screws and plate. After this was all secured then strip of healos were taken and placed the cage in, three of those lateral to the cage on the left side, one them going across laterally towards the right side over the cage with the bmp-2 and then the whole area of intradiskal contents was covered with strips of fibular surgical to isolate the disk space from the spinal canal. Two small pieces of healos left were placed over the dorsal aspect of transverse processes of l4 and l5 respectively and then one longer 5 cc strip of healos was placed over those extending from one transverse process to the other just lateral to the plate. Patient sent to recovery room in stable condition. On (B)(6) 2003 the patient underwent c-arm fluoroscopy. Impression: left posterior fusion at l4-5 with intervertebral disc cage in place. On (B)(6) 2003 patient presented with left lateral thigh and calf pain. On (B)(6) 2003 the patient presented post-op with low back pain, numbness/tingling in left lateral thigh and calf and weakness in left leg. X-ray ap and lateral of lumbar spine show good alignment good position of cage and metal fixations. Impression: normal postoperative spine. On (B)(6) 2009 the patient presented for post-op visit. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 the patient presented for post-op visit. On (B)(6) 2001: the patient underwent stereotactic breast biopsy, left side. On (B)(6) 2006: the patient underwent stereotactic of the left breast x2. On (B)(6) 2006: the patient underwent left needle localization breast biopsy. On (B)(6) 2009: the patient presented with chief complaint of abdominal pain. The patient underwent physical examination. Neurologic: afocal. Impression: dysfunctional gallbladder with probable chronic cholecystitis. On (B)(6) 2009: the patient presented with pre-operative diagnosis of dysfunctional gallbladder with chronic cholecystitis. The patient underwent laparoscopic cholecystectomy. On (B)(6) 2010: the patient presented with pain. On (B)(6) 2011: the patient presented with pain, loss of range of motion and weakness.

Event description:
It was reported that on, (B)(6) 2008: the patient underwent x-ray of chest posterior anterior and lateral. Findings: heart size is normal .pulmonary vascularity is normal. The trachea is midline. The lungs are clear. No pleural fluid seen. Regional osseous structures are intact. On (B)(6) 2009: the patient underwent x-ray of chest. On (B)(6) 2009: the patient underwent ultrasound due to thyroid. Impression: the thyroid gland size is normal. There are two tiny hy po-echoic nodules within the left lobe of the thyroid measuring 2.5 and 2 mm. If there is need for documentation of hypothyroidism this can be correlated with a nuclear medicine thyroid uptake and imaging study. On (B)(6) 2009: patient underwent thyroid uptake/scan due to hyperthyroidism, 2 nodule. Impression: 1. 4 and 25 hours uptake values were 5.2 and 17.7% respectively both within the normal range but within the lower level of normal. Negative thyroid scanning with no focal uptake abnormalities are normal in size. The patient underwent MRI of lumbar spine with/without contrast. Impression: postsurgical changes at l4-l5 with left sided pedicular screw and rod as well as bone cage at the disc level. There was some enhancing tissue at the left-sided neural foramen but no significant central canal or neural foraminal narrowing on the right. On (B)(6) 2010: the patient underwent x-ray of chest posterior anterior and lateral. Impression: no active chest disease. The lungs are clear. On (B)(6) 2010: the patient underwent x-ray of bilateral hips. Impression: no acute radiographic abnormality identified. On (B)(6) 2011: the underwent x-ray of right shoulder. Impression: no acute fracture, dislocation or bone destructive process. On (B)(6) 2011: the patient underwent x-ray of chest posterior anterior and lateral due to history of cough and congestion. Impression: no active chest disease. The lungs are clear. On (B)(6) 2012: the patient underwent x-ray of chest posterior anterior and lateral. Impression: no active chest disease. The lungs are clear. On (B)(6) 2012 the patient underwent x-ray of dorsal spine. Impression: negative thoracic spine series. No fracture. The patient also underwent x-ray of ribs and right side due to history of pain. Impression: no displaced fractures or dislocations are seen involving the right ribs. Underlying right lung is clear. No pneumothorax is seen. On (B)(6) 2012: the patient underwent x-ray of chest posterior anterior and lateral due to trouble in breathing. Impression: no active chest disease. The lungs are clear. On (B)(6) 2012: the patient presented for x-ray of neck soft tissue due to swollen throat and loss of voice. Impression: unremarkable patency of upper airway. On (B)(6) 2014: the patient underwent x-ray of chest posterior anterior and lateral due to cough. Impression: no active chest disease. On (B)(6) 2014: the patient also underwent x-ray of cervical spine anterior posterior and lateral. Impression: no evidence of an acute injury to the cervical spine radiographically. Biomechanical degenerative changes of the cervical spine.

Manufacturer narrative:
Additional information.

Event description:
It was reported that on (B)(6) 2011, patient went for an office visit due to anxiety state nos, depressive disorder neck. (B)(6) 2011: patient presented with chest pain. Patient underwent the chest x-ray. Findings: vascular plethora without overt signs of cardiac failure. This probably relates to less than maximum pulmonary expansion. The heart is not significantly enlarged and the great vessels were of normal caliber. No pneumonia, mass or effusion was seen. Cardiac monitor leads were noted. (B)(6) 2011: patient presented with chief complaint of right shoulder pain. (B)(6) 2011: patient underwent the following procedure: 1) right shoulder arthroscopy with rotator cuff repair. 2) right shoulder ar throscopy with subacromial decompression. 3) right shoulder arthroscopy with distal clavicle excision. 11 (B)(6) 2011: patient underwent the MRI of upper joint ext. Shoulder without contrast. Impression: 1. Interval postoperative change. However, there is a complete re- tear of the distal supra and infraspinatus tendons with retraction approximately 3 cm. 2. Subscapularis tendinosis. (B)(6) 2011: patient visited the facility for follow up. Assessment: recurrent rotator cuff tear. (B)(6) 2011: patient admitted for therapy gym with minimal complaint of vertigo. (B)(6) 2011: patient underwent the procedure, revision of right rotator cuff repair. Pre-op diagnosis: failed right rotator cuff repair (B)(6) 2012: patient presented with back shoulder pain.

Event description:
It was reported that on (B)(6) 2003, the patient underwent a transforaminal lumbar interbody fusion surgery at l4-5 using rhbmp-2/ac s. The patient's post-operative period has been marked by pain, weakness, and numbness in her legs. It is reported that the patient suffers from significant nerve injury and continues to experience pain and numbness radiating in her lower extremities.